Manufacturer narrative:
(B)(6). The lot was manufactured between may 1, 2017 - may 2, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Inspection of the sample photograph identified evidence that a leak was present; however, the location of the leak could not be determined. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. This event was discovered at the hospital before patient use. The infusor was filled with cefepime 6000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.